Event description:
It was reported that the coil broke at the detachment zone when the physician was attempting to reposition the coil. The coil was removed with a snare. There were no clinical consequences to the patient

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Additional information obtained that the physician repositioned the coil one time. It is likely that repositioning of the device resulted in the reported event. Therefore, a cause of operational context has been assigned.

Manufacturer narrative:
The subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the coil was returned on a gooseneck snare. The main coil had kinks and bends and was noted to be broken at the main junction. A bend on the hook of the main junction is indicative of a break by physical force. The main coil was also noted to have sustained damage to its shape on the proximal end. Additional information obtained indicated that the physician repositioned the device during the procedure. It is likely that repositioning of the device resulted in the reported event. Therefore, a cause of operational context has been assigned.

Event description:
It was reported that the coil broke at the detachment zone when the physician was attempting to reposition the coil. The coil was removed with a snare. There were no clinical consequences to the patient

Event description:
It was reported that the coil broke at the detachment zone when the physician was attempting to reposition the coil. The coil was removed with a snare. There were no clinical consequences to the patient